Event description:
The hub where the IV tubing connects to the needless connector was noted to be wet during infusion. Tubing was disconnected and reconnected directly to port line to assure a tight fit, tubing continued to leak at connection point despite secure connection. Infusion time delayed 20 minutes. FDA safety report ID# (B)(4).